Event description:
It was reported that the gastrointestinal videoscope exhibited static lines in the image on screen upon connecting to processor. The issue was identified at the time of diagnostic esophagogastroduodenoscopy procedure. The procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image (black). A root cause could not be identified. Based on the results of the investigation, it is likely the screen was static due to damage on plug unit which led to no image(black). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.